Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on "(B)(6) 2018" there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient stated they received an urgent low alert on the receiver and their bg was showing 47mg/dl. Based on the cgm reading, the patient drank orange juice and performed a finger stick and their bg was reading 260mg/dl and went to bed. No symptoms or medical intervention was reported. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.